Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used in the colon during a diagnostic colonoscopy procedure performed on (B)(6) 2022. During the procedure, the patient experienced bleeding and a hematoma. A resolution 360 clip was placed to stop the bleeding. The patient was admitted to the hospital and was discharged on an unknown date. No other patient complications were reported. It was reported that the patient fully recovered. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block e1: initial reporter city is (B)(6). Block h6: patient code e0506 captures the reportable event of hemorrhage, major. Impact code f08 captures the reportable event of the patient was admitted to hospital beyond the standard of care. Block b5 was updated based on additional information received that the patient was admitted for 1 day.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used in the colon during a diagnostic colonoscopy procedure performed on (B)(6) 2022. During the procedure, the patient experienced bleeding and a hematoma. A resolution 360 clip was placed to stop the bleeding. The patient was admitted to the hospital for 1 day and was discharged on the same day (B)(6) 2022. No other patient complications were reported. It was reported that the patient fully recovered.